Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on a patient sample that resulted positive when using the simplexa covid-19 direct assay, but negative after diluting the sample (off-label) and also running it on an unknown extraction based assay. Run analysis of the simplexa results showed one sample ID (B)(4) was positive for only orf1ab twice on (B)(6) 2021 with CT = 34.5 and 33.9. The customer diluted the sample on (B)(6) and repeated the simplexa assay with a negative result. The customer stated they ran this sample on another assay that was extraction based and also resulted negative. No information was provided on the extraction based assay. Based on the late CT values on only one target, it is likely this sample had a low viral load that was near the limit of detection of the simplexa assay. Diluting the sample is not recommended in the IFU and is considered off-label use. It is not known if the patient was symptomatic or asymptomatic, but the positive results appear to be correct. The negative result was caused by off-label dilution by the customer. A retain lot of the suspected device was tested for a similar complaint on 05/15/2021 with 14 no template control (ntc) replicates and zero (0) false positives occurred in either s gene or orf1ab targets. The alleged false positives could not be replicated with the ntc testing that mimicked negative sample testing. Batch record review showed the critical component, reaction mix mol4151, lot# x9580n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing this is the 1st complaint on mol4150, lot# x9140n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on a patient sample that resulted positive when using the simplexa covid-19 direct assay, but negative after diluting the sample (off-label) and also running it on an unknown extraction based assay. The customer confirmed the alleged false positive results were not reported to a diagnosing physician due to the discrepancy with the repeat result and competitor assay result. No alleged harm occurred. Other than the patient sample ID, other patient information was not provided.